Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they were having a problem getting the battery out. The customer reported that they noticed yesterday that the battery cap was stripped and they had tried a coin and a screw driver but the screw hole was ruined and the plastic was coming off. The customer stated it seemed to move a little bit when they used a coin but then it was just stuck. Customer states they were not able to remove the battery cap. The blood glucose was 432mg/dl. The customer declined to troubleshoot for high blood glucose. The customer changed the pump set and reservoir and treated with pump and this morning when she woke up blood glucose had come back down and was 89mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.